Manufacturer narrative:
Updated data: b4,b3, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, component).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm the cardiosave intra-aortic balloon pump(iabp) battery require maintenance. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Correction field: g4(PMA/510k). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) discovered the issue battery require maintenance. Per fse there was no follow up from the customer and fse states to close this complaint.

Manufacturer narrative:
Kindly disregard the previous rationale. Upon further review, it was determined that the complaint shall remain valid as there was no confirmation received regarding the repair. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the event was only a routine battery maintenance and there was no malfunction with the unit. Hence the complaint is invalid and no follow up report is necessary.

Event description:
N/a.